Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the consumer. It was reported that the circumstances leading up to the coupling issues included no changes to the routine, but it just became difficult to connect, and eight bars were near impossible. They had partial charging/holding in place or sitting for long periods for trying to resolve the issue. The new replacement part resolved the issue on the first try. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain and lumbar radiculopathy. It was reported that the patient had poor coupling/poor communication. The patient reported having a problem with recharging. Sometimes they had hard to get coupling boxes, sometimes coupling boxes went away, and sometimes the patient got poor communication. They reported that sometimes the ins got warm when recharging. Last night the recharger screen showed the "doctor face", and the patient did not remember seeing a code. A new antenna was ordered. No further allegations/complications were reported.